Manufacturer narrative:
This investigation will be updated should additional information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received that the pace/sense portion of this rv lead was surgically abandoned, and a new competitor's rv lead was implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead was associated with a remote monitoring alert for a high out-or-range pace impedance measurement. Subsequently, a boston scientific field representative and a boston scientific technical services consultant (ts) discussed that a stored episode showed non-physiologic noise; ts discussed evaluating the lead. No adverse patient effects were reported.